Manufacturer narrative:
Initially the connecting screw¿s involvement in the complained event was not known; it was discovered when the blade was being evaluated by the manufacturer. Device is an instrument and is not implanted/explanted. Device was received along with the blade on 12june2015; however it was not discovered until the blade was being evaluated on 26august 2015. Without a lot number the device history records review could not be completed. A product investigation was completed: as only the broken connecting thread is available, we are not able to determine the root cause for the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent an initial procedure approximately three (3) to four (4) months ago where a locking compression plate dynamic hip system (lcp-dhs) plate was implanted. Sometime after the original procedure, the patient sustained another fracture towards the distal end of plate, thus requiring a revision procedure. During the revision, it was discovered that the blade was unlocked, indicating that it may have been unlocked in the patient's bone since the initial surgery. A clicking sound was noted to have been heard following the original procedure. As the plate was not broken, the blade was the only device removed during the revision, which took place on (B)(6) 2015. When the device was evaluated by the manufacturer, it was noted that a piece of a connecting screw was broken off inside the blade. This is report 3 of 3 (B)(4).